Event description:
A report received from the user facility stated following recannulation the patient was "unable to achieve full or adequate tidal volume." It was reported that the cuff inflated with each ventilator breath at which time the staff noticed a cuff leak. The patient was successfully recannulated with a similar device. There was no patient injury reported.

Manufacturer narrative:
An investigation was conducted for the shiley tracheostomy tubes product ID 8dct. No analysis of the actual device was performed due to the sample has not been received for evaluation to confirm the failure. The batch paperwork for the two lot numbers reported in the complaint tracking system (cts) notes were reviewed, and confirmed that both lots were manufactured to meet all of the blueprint specifications and quality requirements. (B)(4).

Manufacturer narrative:
(B)(4).